Event description:
It was reported that the catheter was replaced due to 86% blockage. It was unk what the blockage was caused by. No patient symptoms were reported. Since the catheter replacement, the patient reported that she is doing ok. The pump was used to deliver fentanyl. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.